Event description:
It was reported that during an in-clinic check, the device was found to be in backup vvi mode for unknown reasons. The backup defibrillation function was off. A device restoration was performed successfully and reprogrammed to previous programmed settings. The patient was in stable condition with no adverse events.